Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient had symptomatic anemia and recurrent gastrointestinal (gi) bleed. Reportedly, the patient had gi bleeds prior to lvad implant. The patient presented in clinic due to nausea, vomiting, diarrhea (n/v/d) with "red" stools, fatigue, and worsening shortness of breath. The patient had recently started on xiafaxin. The patient also complained of abdominal bloating and was positive for edema. Hemoglobin (hgb) was noted to be 6.7 and inr was 3.75 at time of admission. Faecal occult blood test was positive. A small bowel enteroscopy on (B)(6) 2017 found non-bleeding grade I esophageal varices. Diffuse inflammation in gastric fundus consistent with portal hypertensive gastropathy was also observed. A single angiodysplastic lesion was found in gastric body with mild oozing. Argon plasma coagulation (apc) was applied and successful hemostasis was achieved. The patient was transfused 2 units packed red blood cells (prbcs) and IV feraheme for iron deficiency anemia. Medication management included withholding warfarin due to bleeding event in setting of supra-therapeutic inr. The patient¿s previous inr goal was decreased to 1.5 ¿ 2.0 without aspirin.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.